Manufacturer narrative:
Elevated complaint investigation will be completed.

Event description:
Customer observed a false positive result generated on the realtime sars-cov-2 assay. The sample was flagged as positive although no target amplification was seen. The sample was not retested on the realtime sars-cov-2 assay but on two other systems (xpert xpress sars-cov-2 (cepheid); and allplex sars-cov-2 (seegene)). Both tests had a result of "undetected". The result was reported as undetected. The realtime sars-cov-2 assay result was not reported outside the lab. Due to the retesting there was a increase in turnaround time for the result to be reported, but no other allegation of impact to patient management. Ticket has been elevated for investigation. This incident is being reported to FDA because the incident occurred in the (B)(6) using the realtime sars-cov-2 assay, list number 9n77-90, which is the same/ similar to the realtime sars-cov-2 assay, list number 9n77-95, which received FDA eua approval.

Manufacturer narrative:
Investigation into this complaint included a customer data review, a quality data review and a complaint history review. The results of the investigation are summarized as follows: customer data review: the result log for the sample in question was reviewed. Run was valid, met assay specification requirements, and no error codes or flags were displayed for the controls. Patient sample ID (B)(6) tested on (B)(6) 2020 was positive for sars-cov-2. There is no indication that the abbott realtime sars-cov-2 amplification kit (list 09n77-90) lot 505318 is performing outside of established design performance specifications. Quality data review: the device history records (DHR) review for abbott realtime sars-cov-2 amplification kit (list 09n77-90) lot 505318 and its components was performed. The review did not identify any issues which could result in the reported complaint during the production or the release testing for lot 505318. The CAPA / non-conformance review for abbott realtime sars-cov-2 amplification kit (list 09n77-90) lot 505318 and its components was performed and did not identify any internal or post-production use issues related to these lot numbers and the reported issue. Complaint history review: the lot specific complaint history review for abbott realtime sars-cov-2 amplification kit (list 09n77-90) lot 505318 identified five additional complaint tickets related to the reported issue. No product deficiency was identified for any of the additional complaint tickets. Based on the results of the investigation elements, a product deficiency for the abbott realtime sars-cov-2 amplification kit (list 09n77-90) lot 505318 was not identified.